Event description:
The complaint is reported as: on inspection, prior to starting a dialysis session on the patient, the dialysis technician noticed that there is a leak on the catheter hub (arterial part). It was reported the hubs were replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen connector assembly from a hemodialysis kit. Definite signs of use in the form of dried blood were observed within the extension lines. Visual analysis revealed that there is a hole in the arterial extension line (red hub) towards the luer hub. Microscopic examination confirmed the hole in the arterial extension line. The arterial extension line overall length measured to be 2 1/2" which is within the specification limits of 2 3/8" - 2 5/8" per the extension line extrusion graphic. The arterial extension line outer diameter measured 0.1865" which is within the specification limits of 0.185" - 0.191" per the extension line extrusion graphic. The arterial extension line inner diameter measured 0.126" which is within the specification limits of 0.125"-0.130" per the extension line extrusion graphic. A manual tug test revealed that both arterial and venous extension lines were secure. A device history record review was performed, and no relevant findings were identified. The report of a separated/torn extension line was confirmed through complaint investigation. Visual analysis revealed that the arterial extension line had a hole close to the luer hub. The sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Manufacturing was contacted regarding the defect and they concluded that the hole was potentially caused by a supplier manufacturing process. A non-conformance has been initiated to further investigate the complaint issue. Based on the customer report and the sample received, the supplier caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section b.3.-date of event corrected to 19-nov-2021

Event description:
The complaint is reported as: on inspection, prior to starting a dialysis session on the patient, the dialysis technician noticed that there is a leak on the catheter hub (arterial part). It was reported the hubs were replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: on inspection, prior to starting a dialysis session on the patient, the dialysis technician noticed that there is a leak on the catheter hub (arterial part). It was reported the hubs were replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).